Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation and endometrial ablation outcome was unknown. The reporter considered device dislocation, endometrial ablation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('perforation:uterus, migration of implant'), endometrial ablation ('ablation'), genital haemorrhage ('gen. Abnormal bleed') and staphylococcal infection ('mrsa') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), vaginal discharge ("vag. Discharge") and psychological trauma ("psych injury") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, endometrial ablation, genital haemorrhage, staphylococcal infection, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, dermatitis allergic, vaginal discharge and psychological trauma outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, endometrial ablation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, staphylococcal infection, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted for date of removal previously it was reported as (B)(6) 2018 and now in current ppf it was (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Reporter's information was added. Added events dyspareunia, dysmenorrhea(cramping), abdominal pain, menorrhagia, gen.abnorm.bleed., rash/skin condition, vag. Discharge, mrsa, psych injury. Device dislocation updated to uterine perforation. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.